Event description:
It was reported that loss of connection occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing with (B)(4) bluetooth device was performed and passed. A review of the share logs was performed and signal loss was not found for serial number (B)(4) within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found.. The reported event of loss of connection is reportable based on no data in the cloud or in the bin file. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).